Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) unit's pneumatic module leak test failed. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse replaced the safety disk. All manifold test, passed. Equipment operated as normal. The fse handed over equipment to customer in good working condition. The failure analysis and testing department received a with a reported that the ¿disk fails leak test¿. Performed visual inspection of the safety disk per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The test (30 minutes) did not trigger the reported problem of the ¿disk fails leak test¿. Retaining the safety disk in the failure analysis and testing department per procedure.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) unit's pneumatic module leak test failed.